Manufacturer narrative:
Additional information was received on 13-may-2026 which indicated that both ablation catheters were used during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-may-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and qdot micro catheter and the patient experienced low blood pressure which required medication and extended hospitalization. During an atrial fibrillation case, during use of products, it was noticed that the patient's blood pressure was dropping intermittently. The patient was administered more than one vasopressor medication, in order to treat the low blood pressure, but the patient was unable to hold a stable blood pressure. The physician confirmed via intracardiac echocardiogram and transesophageal echocardiogram, that there was no effusion or visible injury present in the patient. The procedure was aborted. The patient required extended hospitalization. The patient was last known to be in stable condition and their condition has improved. The adverse event was assessed as MDR reportable under both the varipulse¿ bi-directional catheter and qdot micro catheter.